Manufacturer narrative:
It was reported that the flow measurement failed (no values displayed) and the cardiohelp was exchanged. The failure occurred during treatment on (B)(6) 2022. A getinge service technician (fst) was sent for investigation and repair on (B)(6) 2022. The failure was not reproducible. No part was replaced. The fst analyzed the logfiles and there was no error message or failure detected. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. However, according to the cardiohelp risk file following root causes can lead to the reported failure: - influence due to other ultrasonic devices - environmental influences (atmospheric pressure, temperature, humidity, overvoltage) according to the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on (B)(6) 2022 for the period of (B)(6) 2010 to (B)(6) 2022. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2010. Based on the results the reported failure "failed flow measurement" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the flow measurement failed (no values displayed) and the cardiohelp was exchanged. The failure occurred during treatment on (B)(6) 2022. Complaint ID# (B)(4).